Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that during the impella cp insertion, the patient had a very deep left femoral artery and the physician did not get the repo sheath deep enough to achieve hemostasis. There was significant blood loss and two units of blood was administered. The repo sheath was repositioned and bleeding was stopped. The patient had a hematoma and bleeding throughout the night. Manual pressure and sutures to the access site was done. The family decided to withdrew care and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was most likely use related. The physician did not get the repo sheath deep enough to achieve hemostasis as per the clinical description provided. H.6 code 1884 was inadvertently omitted from the initial manufacturer device report 1220648-2024-15418.